Manufacturer narrative:
Additional concomitant medical products: product ID: (B)(4) lead, implanted: (B)(4) 2003.

Event description:
It was reported that the patient had a suspected systemic infection and the leads eroded through the skin. The implantable pulse generator (ipg) and leads were explanted and were later replaced with a leadless ipg. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Only visual analysis of the lead was performed. If information is provided in the future, a supplemental report will be issued.